Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 was not detected on the bus. The field service engineer (fse) opened the back panel and observed that the right-side indicator light was not displaying on the module board. The fse replaced the retractor band and the cubie tray cable, then rebooted the station. The fse confirmed that the indicator light was functioning and that the drawer was detected on the communication bus. The fse verified that login and cubie inventory actions were successful, and testing was completed with satisfactory results. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. Customer tried to reboot the device, but the issue did not resolve. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.